Event description:
The dealer says the customer is having intermittent issues with the chair shutting off. The dealer states he has replaced the batteries, joystick, and controller. The customer has been stranded.